Event description:
Boston scientific received information that at the routine device follow-up approximately two weeks post-implant, this right atrial (ra) lead exhibited an increase in pacing threshold measurements, to 3.5v@0.4ms. Lead dislodgement was suspected and the patient was scheduled for a lead revision. During the procedure, it was observed that the threshold and p-wave measurements were varying with respiration. The lead was successfully repositioned, with stable threshold and p-wave measurements obtained. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.